Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that high pitched sound and burning smell had occurred. An assessment was performed on the device which found that the drive shaft was broken from excessive force which caused the noise and heat. Also locking components, motor and flex circuit were heavily corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device had a high pitched sound and a burning smell. The event was not related to surgery. There were no delays to the surgical procedure. A spare device was not available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.